Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the u608 having no output on the computer/analog pca. Additionally, there was liquid contamination on the pcb's. The root cause for the defective u608 component could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power on.